Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au2700 chemistry analyzer, and identified the failure mode as multiple hardware components. The fse replaced the sample syringe and reagent syringe to resolve the issue. Age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high glucose and phosphorus patient results on their au2700 chemistry analyzer. The patient samples were rerun on a different au680 instrument with results considered correct, and the erroneous results were amended. There was no report of change to patient treatment or injury associated with this event. The customer provided data for sixty (60) patient samples.